Manufacturer narrative:
The received device had the cannula assembly deployed. The formed needle was found bent causing the formed needle to deploy into the environmental seal cap as a result and preventing the cannula from deploying as intended. The linkage assembly was also found damaged, contributing to the needle mechanism failure. It cannot be determined if these damages contributed to the cannula being dislodged as reported. The exposed portion of the soft cannula was also found torn and leaking, however, it cannot be determined when or how this damage occurred. No other defects or deficiencies were found that would result in a failure of the device to function as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window.

Event description:
It was reported the pink slide did not move forward and the cannula was dislodged and bent; indicating the needle mechanism did not function as intended. The patient's blood glucose (bg) rose to 27.2 mmol/l (489.6 mg/dl). As treatment, a bolus of 5 units was administered. The patient's bg history is as follows: (B)(6).